Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following an implantation of a glaucoma filtration device, the bleb was reduced and the intraocular pressure (iop) increased. The physician attempted lase suture lysis, however was unable to complete the procedure. Needling was performed 2 times postoperatively, and the device had contact with the iris approximately 10 months following surgery. Fifteen months following surgery, bleb reconstruction was performed, the patients symptoms are continuing. Additional information has been requested.